Event description:
It was reported by the user facility that allegedly a 6x80 stent started to prematurely deploy, before reaching the intended site. The physician was going to stent the left femoral artery, using a contralateral up and over approach. As he advanced close to the artery, he could see that part of the stent was already out of the delivery system. Reportedly, the tracking anatomy was not tortuous or calcified. He retracted the device, but could not track back over the wire.he decided to remove the device with the wire. Once the system was out of the patient, the stent came out onto the table. The sheath was still in position and the physician used another stent 8x60 to complete the procedure without incident or injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has been returned and the investigation is currently underway.